Event description:
Patient pulled out her shiley trach while connected to a life care lp-6 central monitoring system. Resident's nurse walked in and found patient turning blue. Staff inable to ventilate patient as whole trach system was pulled out, leaving nothing to connect ambubag to. Nurse states alarm was not sounding on airway pressure monitor or ventliator. Patient died.